Event description:
The facility reported a flo-gard infusion pump with a broken ac cable. According to the facility, this event occurred upon power-up in the intensive care unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with broken ac cable was confirmed during product evaluation. The root cause of the reported problem was determined to be broken ac power cord. Appropriate action was taken to correct the reported problem by replacing the ac power cord.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.